Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error alarm. Customer's blood glucose value was 4.6 mmol/l. Customer was advised to monitor the pump and call back if the error recurs. Customer will not return device for analysis

Manufacturer narrative:
Device passed the self test, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. However, hardware low level failures alarm confirmed in the device history due to cold solder joint on keypad assembly. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, end cap address label fading and minor scratched lcd window.